Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the air supply, water supply, and water removability did not meet standard values due to the clogged nozzle. The light guide lens and the plastic distal end cover had foreign material. The insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover, the bending angle in the ¿up¿ direction and the play of the up/down knob did not meet standard values due to the wear of the angle wire. The adhesive on the bending section cover and objective lens had a crack, the mouthpiece was loose, the adhesive around the objective lens was peeled, the adhesive around the light guide lens had a white clouded area, the connecting tube was buckled and wrinkled, the paint on the suction cylinder was peeled, the protector of the universal cord on the control section side had a scratch, the scope cover plate was unclear, switch 4 had wear and a scratch, switches 1 and 2 was scratched, and the control unit was discolored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.